Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, "the pt received a trident ceramic acetabular sys." It was further alleged that, "after implantation the pt began experiencing audible noise during motion emanating from the location of the hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time.